Event description:
It was reported that the stent was successfully implanted in 07,2005. On 10, 2005, new ptca treatment was performed because of in-stent restenosis. No additonal information available.